Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the ultrasonic air sensor (uas) latch was broken. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) will replace the air sensor latch on the next preventative maintenance cycle.